Event description:
It was reported that the patient displayed left foot drop and right foot clonus after patient was taken off of extracorporeal membrane oxygenation (ECMO) support post left ventricular assist device (lvad) implant. Additionally, the patient experienced emesis with oral intake. A computed tomography(CT) scan showed a subdural hemorrhage in the setting of anticoagulation medication on (B)(6) 2026, and the patient was taken off of anticoagulants. It was noted that the patient had elevated hemolysis markers (lactate dehydrogenase, plasma-free hemoglobin) and inflammatory markers (c-reactive protein, ferritin, fibrinogen and white blood cell). The inflammatory markers were improving at the time of the report. A log review was requested due to patient being off anticoagulants, and it was reported that there was no device alarms, nor any observed change in the lvad "hum". The lvad power, flows, and pulsatility index (pi) were all within baseline for the patient. It was reported that the patient had underlying ventricular tachycardia and torsades not causing any impact to the lvad flows nor hemodynamic changes. No neurosurgical intervention was performed. On (B)(6) 2026, the patient was given an esophagogastroduodenoscopy (egd) to determine cause of emesis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.